Event description:
Account reports incident in which during removal of a straight needle, the injection site separated upon withdrawal. Reporter stated the incident was during a cardiac arrest, and the pt expired. Reporter inquired if the outcome was due to the product failure, and reporter stated there was a delay in medication with the separation, though he did not believe it affected the pt's outcome.